Manufacturer narrative:
A1: the full patient identifier is (B)(6). H6: no hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. No other patient results were called into question. Customer technical support (cts) assisted the customer over the phone on (B)(6) 2024. The cts recommended to run system check and carryover testing. System check and carryover passed on (B)(6) 2024, post-event. Application specialist followed up with the customer and informed that the access 2 had already underwent the service modification (mod) to minimize carryover and in regards with the original sample value (90 pg/ml versus 3 pg/ml) and the passing carryover test, carryover was excluded to be the cause of this event. Customer was satisfied and no further issue was reported. In conclusion, a cause for this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On 24jun2024, the customer reported one false elevated troponin I (access high sensitivity troponin I) patient result was generated on the customer's access 2 immunoassay analyzer serial number (sn) (B)(6). The customer stated one hstni patient sample (not questioned) resulted at 18,328 pg/ml on (B)(6) 2024 at 21:00. This result was correct and repeatable. The hstni sample ran after the elevated sample resulted at 90pg/ml (21:09). The patient was redrawn and sample resulted at 3 pg/ml. This sample was also cross-checked on the customer¿s alternate instrument (no data provided). The patient was admitted to the hospital and underwent a computed tomography (CT) scan based upon the false elevated hstni result. No hardware errors or issues with other assays were reported in conjunction with this event. There were no errors in the event log. System check passed on 17jun2024. Calibration passed on 11jun2024 with reagent lot 439120 and calibrator lot 339021. Quality controls (qc) have been passing within range 24may2024 to 24jun2024. Previous sample result was under 27,000 pg/ml so they did not follow the carryover procedure to replace reagent pack and run qc. Customer technical support (cts) assisted the customer over the phone on 24june2024. The sample was 13x100 lithium heparin tube. The sample appeared clear. The sample was fresh and run from the primary tube.